Manufacturer narrative:
(B)(4). H6 medical device problem code:3191: patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction/issue occurred. The date of the event is an approximation. Dexcom territory business manager reported that the patient was hospitalized due to hypoglycemia. It was noted that the dexcom device was not functioning properly at the time of the event. The patient reported no symptoms. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more than 24 hours) is unknown. Additional attempts were made to obtain clarification regarding the details of the event; however, no response has been received to date. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-224460 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. On 08/20/2025 per follow up from technical support, it was clarified that the patient was hospitalized for a medical procedure and not due to the dexcom device. No serious or prolonged patient harm or medical intervention was reported.